Event description:
Updated clinical narrative: additional information was received indicating that computed tomography (CT) imaging demonstrated a right-sided stroke. Per report from the bedside nurse, the etiology was initially unknown. Further clarification identified the stroke as embolic in nature. The patient had undergone evaluation the prior day and remained sedated overnight, with plans for neurologic reassessment upon re-awakening. The patient remained on impella 5.5 support at the time of reporting. Previous clinical narrative: an impella 5.5 device was inserted via a left axillary/subclavian surgical arterial approach in a 59-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage c shock. During ongoing impella 5.5 support, the clinical care team identified a thrombus located on the impella access side/arm. The critical care physician was made aware of the finding. Based on the clinical assessment, no intervention was planned at that time, and the patient remained on impella 5.5 support.

Manufacturer narrative:
This follow-up MDR is being submitted to update information provided in a previously submitted MDR based on new information received. Section b5 has been updated to include new information that was not available at the time of the initial report. The revised b5 provides a complete event narrative. Section h6 has been updated to include the health effect - clinical code stroke/cva (e0133).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a left axillary/subclavian surgical arterial approach in a 59-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage c shock. During ongoing impella 5.5 support, the clinical care team identified a thrombus located on the impella access side/arm. The critical care physician was made aware of the finding. Based on the clinical assessment, no intervention was planned at that time, and the patient remained on impella 5.5 support.

Manufacturer narrative:
Additional information has been provided in b5 and d6b. Corrected information provided in d3 (manufacturer fax).

Event description:
The patient survived to explant.